Event description:
On (B)(6) 2024, dr. (B)(6) informed checkpoint surgical that a device she had implanted approximately 2-3 weeks prior during a carpal tunnel procedure had dehisced. The surgeon mentioned that the patient had a series of medical conditions, and was allergic to a plethora of materials including metals and her cast (which was changed several times over the past few weeks). No further information was provided, thus the date of implantation and the date of dehiscence is unknown.

Manufacturer narrative:
The exact reason for failure cannot be determined based on the information provided but may potentially have been caused by the lack of securement and potential movement at the surgical site.